Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2013, the reporter stated that during a cervical pain injection, the plunger on a 7ml epilor loss of resistance syringe was sticking. The m.d. Performing the procedure met resistance and went into a vessel. The needle position was changed at that time, presumably as a result of the sticking plunger. The m.d. Aspirated blood which indicated the vascular position at the tip of the needle. The physician withdraw the needle and then immediately performed a blood patch procedure to prevent a post spinal or epidural anesthesia and was rescheduled for another day.